Event description:
It was reported that the trial patient had nerve damage in the leg and it was not specified if it was caused by the external neurostimulator (ens) system or by the physician. It was noted that the patient was not moving forward with the implant of the permanent implantable neurostimulator (ins) system. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient was in a car accident years ago and the only complaint she had with the pne (per ipheral nerve evaluation) was having pain where her coccyx was broken years ago. The patient came back in (B)(6) 2014 stating she was having left leg pain every since peripheral nerve evaluation was removed. No infection was noted. The patient was given neurontin and the patient has not been back since. It was unknown how the patient was doing.